Event description:
It was reported that initial surgery was performed with tmr and comprehensive reverse mixed use. Due to the large bone loss on the glenoid side at the initial surgery, a bone graft was used in combination with the implantation of a base plate. During postoperative rehabilitation, it appears that the patient did not follow rehabilitation instructions, causing the baseplate to move from the implanted position. A revision surgery with vrs is planned in the future. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is still implanted in the patient. Once the product is returned and an evaluation completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, g3, g6, h2, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is patient non-compliance as the patient ignored her rehabilitation program by removing the immobilization brace at home. Per instructions for use, ¿failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitations of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred.¿ the reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.